Manufacturer narrative:
The discoscope 25° ø 6.9mm sl 207mm type 89210.1254 comes from production batch 1511904. The batch consists of 8 discoscopes. As of 21 december 2023, we have not received any further complaints about this batch.

Event description:
A distributor has informed richard wolf gmbh (rwgmbh) of an issue regarding a discoscope 25° ø 6.9mm sl 207mm, part ID: 89210.1254, s/n # (B)(6). According to the received information, during an endoscopic spine surgery at chosun university hospital, they noticed that the scope lens was damaged. The surgery was performed by replacing the scope with another one. There was a reported 30 minutes delay but no special impact during the surgery.